Manufacturer narrative:
G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced in b5 are being filed under separate manufacturer report numbers.na

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with three proglide devices using the pre-close technique prior to an endoprosthesis implantation procedure. Reportedly, the sutures of the three proglide devices failed to deploy properly and did not transfix the arterial wall. The sutures of one additional proglide device were successfully pre-placed. The sheath was upsized to a 16f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was confirmed as a link detachment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported event and subsequent treatment appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.